Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6 (device codes): problem code a050501 captures the reportable event of bands failure to deploy. Investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the bands failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established.

Event description:
It was reported to boston scientific corporation on (B)(6) 2026, that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure on an unknown date. During the procedure, the physician got into position, sucked the varices into the ligator cap, but the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There was no difficulty setting up the device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fully recovered.